Event description:
It was reported the device leaked. No patient injury reported.

Event description:
Additional information was received which stated the issue was discovered during preventive maintenance. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover around screw holes. Liquid crystal leakage in the lcd (liquid crystal display). Outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. During investigation, cracks were found in the corners of the tank cover from overtightening the screws. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem was traced to customer damage of the device. Supplier corrective action was opened and the supplier has corrected the issue. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.